Manufacturer narrative:
Additional information: b5, d4, g3, h2, h4. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The cause of the reported tamponade remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a ventricular tachycardia procedure on a patient with dilated cardiomyopathy (cmd), a tamponade occurred requiring a pericardiocentesis to stabilize the patient. When trying to place the ablation catheter, tension decreased and an echocardiogram revealed a tamponade. A pericardiocentesis was performed and blood was drained into the pericardium. However, the physician punctured the right ventricle (rv) with the needle. Cardiac surgery was performed to repair the rv and the patient is in stable state.

Manufacturer narrative:
The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a ventricular tachycardia procedure on a patient with dilated cardiomyopathy (cmd), a tamponade occurred requiring a pericardiocentesis to stabilize the patient. When trying to place the ablation catheter, tension decreased and an echocardiogram revealed a tamponade. A pericardiocentesis was performed and blood was drained into the pericardium.

Manufacturer narrative:
Correction: h6 health impact code.